Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs. "Because of the implanted product during my surgery I began to suffer serious injury including pain and limited mobility."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent unspecified surgery using rhbmp-2/acs. Reportedly, the patient experienced "serious injury including pain and limited mobility."